Event description:
It was reported that during the implant procedure the helix of the atrial lead failed to fully extend after multiple turns of the connector pin. The physician tried to straighten the proximal portion of the lead to assist in the transfer of the torque to the distal tip of the lead but that effort was not successful. Testing of the lead through the analyzer revealed relatively high impedance as well as a relatively high threshold. The atrial lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was performed and no anomalies were found; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.